Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the left cylinder. Therefore, the left cylinder was replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis cylinder underwent a thorough analysis. The cylinder was visually and microscopically examined, and leak tested. A hole and broken fabric thread from sharp instrument damage in the proximal end of the cylinder was identified. The identified anomaly is consistent with explant damage; therefore, it is considered a secondary failure. The reported cylinder hole could not be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the left cylinder. Therefore, the left cylinder was replaced. There were no patient complications.